Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had cleaned the grease stains of the "helium regulator" and also tested the overall functionality of a unit whose software is c.06 and working hours: 6,566 hours. After that the fse had tested the unit and ran the machine and leave it for one night and followed up again for the occurrence of a symptoms again. But after one night of test run, helium is still missing. Than the fse had further changed the high pressure helium regulator and o-ring and also tested the overall functionality of a unit from which the machine can work normally.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's helium was missing. There was no patient harm.